Event description:
A malfunction alarm was reported, identified as malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump and provided instructions to monitor for any recurrence of the malfunction, with the customer confirming understanding and the ability to continue using the pump.